Event description:
It was reported that, due to bone loss in the anterior tibia dr (B)(6) brought the pt to the operating room to fill the defect and see if the existing implants had loosened. While in surgery, dr (B)(6) replaced the implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.